Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the light head was drifting. According to getinge technician findings the issue was caused by rust which built up on the spring arm and this caused the drifting as it made brakes impossible to adjust. There was no injury reported however we decided to report the issue in abundance of caution as any rust or paint particles falling off may lead to contamination. It was confirmed that corrosion was caused by improper cleaning of the spring arm. Customer has been informed to verify cleaning agents and properly dry the device after cleaning. The spring arm was replaced and all light functions are fully operational. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the device developed rust and it contributed to the event. It is unknown if the device was being used for patient treatment at the time when the event occurred. After reviewing the information provided for the customer product complaints investigated here, the trend is increasing and we can assume that the complaint rate for rust issue is low. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manual or IFU) avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. For example: document extract ¿user manual IFU 01581/01601, 7.1 cleaning and disinfecting the system¿ to reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance to lubricate some parts of device. To prevent any safety issue the user manuals or IFU (¿user manual IFU 01581/01601, 4.1 daily inspection before use¿) mention the daily checks which must be performed by the user. Maquet sas recommends to perform corrective maintenance to rectify the default after it is detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We believe also that if the manufacturer recommendation would have been followed the incident could have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated rust occurred on the spring arm brakes. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off may lead to contamination.